Event description:
Boston scientific received information that during a routine follow up visit, the interaction between autocapture and rate smoothing caused the device to trigger high rate pacing into it's max tracking rate. The device was reprogrammed. No adverse patient effects were reported. Remains in service.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--